Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump experienced battery drains. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The reported issue was not duplicated during the functional testing, it was found that the battery did not drain. The investigation did find that the lcd was missing a segment so the lcd was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.